Manufacturer narrative:
The alarm trace noted multiple abnormal aspiration alarms. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The t4 reagent lot number was not provided. The vitamin b12 ii lot number is 711483. The testosterone reagent lot number is 740663. The ft3 reagent lot number is 737314. The fsh reagent lot number is 766311. The estradiol reagent lot number is 753047. The folate reagent lot number is 752739. The lot numbers for pth, ferritin, and anti-tshr reagents were not provided. The expiration dates were not provided. The customer's calibration and qc were acceptable. There is no indication of a performance issue with the reagent. The field service representative found a bent prewash nozzle caused prewash mixer sensor alarms. The sipper nozzle and measuring cell failures caused a failed instrument check. He replaced the prewash nozzles, the prewash mixer sensor, the sipper nozzle, and the measuring cell. He performed system air purges and reagent primes without error. He also performed successful blank cell calibration and instrument checks. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for approximately 351 patient samples tested on a cobas 8000 e 801 module. Results for the following assays were affected: elecsys t4, ft3, testosterone, pth, vitamin b12 ii, folate, ferritin, estradiol, fsh, and anti-tshr. Refer to the attachment "(B)(4)" for examples of the alleged patient sample results. The results were reported outside the laboratory. The samples were repeated due to failed qc.